Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient had been charging for four hours and the implant was only up to 80%. It was noted that the implant was turned off during charging and the patient had to take a break from recharging to charge the controller. It was stated that the patient was not sleeping while recharging and had excellent coupling. The patient had high density settings at 8-9ma with cycling at 15 minutes on and 15 minutes off because she had to charge multiple times a day. The patient was going to meet with a representative on (B)(6) 2018 and it was reviewed to make sure the controller was being charged to 100% and to get the recharge information with the tablet. The indication for use was non-malignant pain. No patient symptoms reported. On 2018-jun-19 additional information was received from the rep. It was reported that the patient was not seen on (B)(6) but was being seen by another rep on (B)(6). No further complications were reported/anticipated. On 2018-jul-01 additional information was received from the rep. It was reported that to rep, the difficulty the patient had with recharging was due to the battery rotating inside the pocket. When the rep felt where the stimulator was, it felt like he was touching the top edge of the stimulator rather than the flat surface that it should be. Rep explained this to the patient and a colleague, who then relayed the information to the physician. Rep asked for an x-ray or fluoroscopy image to find out, but rep's colleague informed them that the physician denied that request and stated it was a manufacturer defect instead. Rep had no further information.